Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2018 with redness and pain around the driveline site. The driveline site had green/yellow drainage. The patient was admitted and began a 14-day course of the antibiotic doxycycline. The patient was scheduled for debridement surgery on (B)(6) 2019. The event was reported as ongoing.

Event description:
Additional information: it was reported that the patient was admitted from on (B)(6) 2019 to on (B)(6) 2019. The type of infection was reported as intraoperative, and wound cultures were negative to date. The debridement occurred on (B)(6) 2019 as planned. No additional treatment was provided. The patient had been prescribed doxycycline 100 mg twice per day (bid) on (B)(6) 2018 which was continued through admission and the patient was discharged home on it as well.

Manufacturer narrative:
Event: additional information.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.